Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was over delivering insulin as the customer was experiencing hypoglycemia during the night. It was stated that the reservoir volume read 164 units, and the customer's father programmed a bolus of 4.0 units. After the bolus, the reservoir volume read 157 units. It was stated that the insulin pump was not exposed to high magnetic fields. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the self test. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.